Manufacturer narrative:
On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20. Device evaluation: the lens was returned dry, in a small vial. There was clear surgical residue/debris on product. Visual inspection found the no visible damage to the lens and the lens having foreign material on lens surface (clear residue). (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+2.5/98 diopter, in the patient's right eye (od) on (B)(6) 2017. In the same surgery, the lens was exchanged for shorter lens due to excssive vaulting. The problem was resolved. As of the day of MDR submisison, the lens was lost, unable to returned.